Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump, no backup info confirmed/relayed.